Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6011665. Photos were evaluated and show what appears to be blood pooling in the stopper. However, there were no defects found with the devices sent back. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® barricor¿ 13x100, 4.5 ml tube blood pooled at top of the collection tube stopper. No injury, blood exposure, or medical intervention.